Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2011. The revision surgery was a result of a varus knee. In the revision, the modular tibial baseplate, several augments, several bolts and the tibial insert were revised. The modular tibial tray was revised to a new implant of the same size, the 3 x 10mm cr insert was replaced with a size 3 x 16mm cs insert, and the revision tibia augment was replaced with a size 3 from a size 4 device. The two bolts, tibial augment and insert were also replaced with new implants of the same size. Additionally a tibial peg and a modular stem were added.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.